Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, patient with circumferential barretts esophagus and mucosal metaplasia underwent the radio frequency ablation procedure. The standard radio frequency ablation procedure was followed. The doctor noted bruising of the oesophagus after extubation of the catheter after the first pass ablation.